Manufacturer narrative:
Retainer ring - black. Customer returned insulin pump for an alleged unexpected power loss and moisture damage found on oct 27, 2021. Device passed the displacement test and active current measurement test. Device alarmed pump error 75 during self test. Pump did not pass sleep current measurement test. Device failed the self test (pump error 75) and sleep current test due to moisture damage found on pcba 1. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Successfully downloaded history files and traces using thus. No pump error 25, replace battery alert, or replace battery now alarm noted during testing or in the pump trace download. P-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case on corner of belt clip rails, cracked keypad overlay, keypad overlay texture damage, battery tube threads - cracked, corroded battery tube and minor scratches on lcd window. In summary, customers alleged unexpected power loss was not confirmed, however, the alleged moisture damage ws confirmed on pcba 1. Additionally, pump error 75 alarmed during self test due to moisture damage found on pcba 1 as well as a failed sleep current test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The pump was exposed to moisture and fluid was in insulin pump battery compartment. The customer stated that they did not received low battery alert prior to replace battery alert. Customer stated that there was no damage to battery cap. Customer stated it was the second occurrence of replace battery alert without low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.